Event description:
Info received indicates the bed will not stay in the high position.

Manufacturer narrative:
The technician found the hi/low drive brake spring was dirty. The technician cleaned and degreased the hi/low drive brake spring to repair the bed.